Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 4.0x28mm, 90% stenosed, eccentric target lesion was located in the moderately calcified proximal right coronary artery (rca). As the 4.0x28mm promus element stent was advanced into the guide catheter, the stent struts were damaged and elongated. The stent delivery system was removed with the guide wire and guide catheter. The procedure was not completed due to another reason. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 4.0x28mm, 90% stenosed, eccentric target lesion was located in the moderately calcified proximal right coronary artery (rca). As the 4.0x28mm promus element stent was advanced into the guide catheter the stent struts were damaged and elongated. The stent delivery system was removed with the guide wire and guide catheter. The procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination noted that the device was returned inside the guide catheter. Further review found that the stent was severely damaged, the proximal stent struts were bunched and bent back distally consistent with a restriction having occurred during withdrawal. The stent was also found to have been stretched considerably. Attempts were made to remove the device from the guide catheter however all attempts failed due to the severity of the damage to the stent. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).